Event description:
The customer reported that the voice prompts failed prior to shift start. No patient involvement.

Manufacturer narrative:
Device has not been received at this time, but its return is anticipated. A supplemental will be submitted upon the completion of the investigation.